Event description:
The customer reported that the pump screen was frozen and unresponsive to inputs. There was no reported impact on the customer¿s blood glucose level. Technical support provided the customer with pump reset information, but the screen remained unresponsive after the reset. The pump was out of warranty, and no additional information was received regarding the outcome of the event.